Event description:
Customer reported to beckman coulter, inc (bec) that the access 2 immunoassay system (access 2) generated an erroneous troponin I (accutni) patient result. Customer reported that access accutni reagent, lot 122054, and access accutni calibrators (s0-s5), lot 121451, were used in conjunction with the access 2 analyzer. Customer reported that the sample was from a patient who was initially presented to the emergency department (ed). Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) performed a system check and high sensitivity system check. The fse found all the parameters were passing within specifications. The fse verified the sample handling and instrument maintenance were acceptable.